Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the wheels were warped/out of round, which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
Dealer states rear wheels are off balance. You can spin the wheel freely and see that the wheel looks warped.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer states rear wheels are off balance. You can spin the wheel freely and see that the wheel looks warped.